Event description:
It was reported that the nc trek dilatation catheter was advanced without difficulty to the moderately calcified lesion in the left anterior descending coronary artery. The balloon could not be inflated at all, under any pressure. The device was removed without difficulty. Out of the anatomy, an attempt was made to inflate the balloon and saline leaked out from a hole in the shaft. Another nc trek was successfully used to complete dilatation. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device evaluation noted the balloon catheter was returned with blood and contrast in the inflation lumen, in the balloon and on the shaft. The balloon was loosely folded consistent with inflation. A test indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking at a 1 millimeter (mm) tear/hole in the shaft 2.4 centimeters (cm) distal to the guide wire exit notch. The material on the outer member and on the inner member was stretched and jagged at the tear/hole. There was no other damage noted to the balloon catheter. A review of the lot history record for the manufacture of this lot and product release test results revealed no non-conformances that would have contributed to the tearing of the balloon. The physician reportedly prepped the device successfully, though it cannot be confirmed if the balloon tear was observed during prep since the prep was performed in the protective loop. Tears in the shaft can be affected by numerous factors including, but not limited to, damage during processing of the shaft material, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or handling during removal of the device from the packaging and preparation for use. In this case, although it was reported that no leaks were observed during prep, blood inside the inflation lumen and the balloon would suggest that the leak may have occurred prior to or while the balloon catheter was inside the patient anatomy. All products are 100% visually inspected for damages and proper balloon fold during the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for lumen integrity. Based on available information for this lot, there is no evidence to suggest that the balloon tear is related to the manufacturing process. This type of reported event will continue to be monitored per local quality system procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.